Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the staple line did not hold. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.